Manufacturer narrative:
The reported events of low pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures, the internal shorts found were consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture and exhibited low pacing impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.